Event description:
It was reported the customer experienced elevated blood glucose levels (300-400 mg/dl). Customer performed troubleshooting and pump passed delivery system check..

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.